Event description:
It was reported that the device had a smoke odor. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the capacitor, c25 on the biphasic pcb assembly. After replacing the biphasic pcb assembly, proper operation was confirmed and the device was returned to the customer.